Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 374-over 500 mg/dl with high ketones, which were identified as dangerous by a healthcare provider. The customer was treated intravenously with fluids of saline and insulin as well as a manual injection while in the hospital. The customer was released on with no permanent damage.